Event description:
A customer reported the infusion cannula did not tightly fit the trocar cannula during a procedure. No pt harm was reported. Add¿l info was received from a company sales rep reporting the surgeon taped the infusion cannula to the drape so that it would not disconnect from the trocar cannula.

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).